Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited increasing system impedance measurement greater than 130, however, remained within normal limits. This s-ICD system remains in service. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received, a defibrillation threshold (dft) test was performed with the device successfully converting. No adverse patient effects and no further actions taken on this s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code no problem detected was selected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited increasing system impedance measurement greater than 130, however, remained withing normal limits. This s-ICD system remains in service. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received, a defibrillation threshold (dft) test was performed with the device successfully converting. No adverse patient effects and no further actions taken on this s-ICD system. No additional adverse patient effects were reported. Additional information was received, during shock delivery this device recorded a high withing range shock impedance measurement of 125 ohms. No adverse patient effects were reported.